Manufacturer narrative:
G2: the country of the event is (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about two weeks prior to the report, they had slowly increasing pain again. When checking the intensity, the patient saw an "oor" message on both program 1 (at 1.4ma) and program 2 (at 2.9ma). The recharge cycle also increased. They already contacted the clinic but they referred the patient to the manufacturer's patient services. The patient was asked to contact the clinic again and ask for an appointment for an impedance measurement. The patient has been notified that they should call back if their issue is not resolved permanently.